Manufacturer narrative:
G4: 09jun2020; b4: 10jun2020. The customer also reported that the yellow wire to the air valve was intermittent and when the oxygen was connected the regulator was bleeding off. The customer replaced the harness and the regulator and this resolved the reported issues. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 04may2020.

Event description:
The customer reported a black line running through the display. The device was not being used for treatment when the reported event occurred and there was no patient involvement. The customer replaced the lcd, (liquid crystal display); however, the reported problem persisted. Replacing the vga (video graphics array) card resolved the reported problem. Replacing the vga (video graphics array) card resolved the reported problem.